Manufacturer narrative:
Investigation in progress.

Event description:
A medtronic rep reported that after completing registration, the doctor verified accuracy by touching the tip of the nose of the pt and was accurate. He then checked his accuracy on the forehead of the pt and was off laterally. The surgeon chose to continue using navigation and resumed surgery. There was no impact to the pt reported.